Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 03/22/2011 with the following findings: the test strips have passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011. The patient did not specify results obtained from the subject meter or the other device. It is not known how the patient manages her diabetes or what action she took at the time of the alleged issue. At an unspecified time, the patient claimed she felt a low blood glucose symptom of disoriented. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the patient used an approved sample site for testing. The cca was unable to walk the patient through a control solution test. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury since the patient symptom did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged inaccuracy remained unresolved.